Event description:
Our hospital has recently stocked bd normal saline flushes. The bd posiflush 0.9% sodium chloride injection, usp sterile solution single use 10ml normal saline syringe previously had a barcode that would scan in our hospital's barcode system. The manufacturer has recently changed their ns flush packaging and it now has a qr code reader which does not correspond with our hospital's barcode scanner. We have already reported this to the manufacturer. The ns flush information is below. Thank you. Bd posiflush 0.9% sodium chloride injection, usp sterile solution, single use, normal saline, lot number: 8292590, expiration date: 09/30/2021. Medication administered to or used by the patient: no. Where did the error occur? Hospital. Patient counseling provided? Unknown. (B)(4).